Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion fault code. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. Subsequently this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion fault code. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.